Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. There was also no capture observed in the bipolar configuration. The lead measurements were noted to be normal in the unipolar configuration. A chest x-ray was reviewed and boston scientific technical services (ts) agreed that the rv lead is not fully inserted across the pacemaker device header connector block. Ts asked if a system revision will be performed and if so, provided guidance to perform a tug test. Ts also indicated that lead integrity can be verified with a pacing system analyzer (psa) and the lead can be tested again through the device after the lead is reinserted into the device header. Subsequent information from the boston scientific representative indicated that a system revision procedure has not been performed yet. The pacemaker device and rv lead remain in-service. No patient symptoms or adverse patent effects were reported. Additional information indicates the pacemaker device and rv lead were subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. There was also no capture observed in the bipolar configuration. The lead measurements were noted to be normal in the unipolar configuration. A chest x-ray was reviewed and boston scientific technical services (ts) agreed that the rv lead is not fully inserted across the pacemaker device header connector block. Ts asked if a system revision will be performed and if so, provided guidance to perform a tug test. Ts also indicated that lead integrity can be verified with a pacing system analyzer (psa) and the lead can be tested again through the device after the lead is reinserted into the device header. Subsequent information from the boston scientific representative indicated that a system revision procedure has not been performed yet. The pacemaker device and rv lead remain in-service. No patient symptoms or adverse patent effects were reported.